Manufacturer narrative:
H6: impact code added. Device evaluated by MFR.: a watchman access system (was) with the dilator in the sheath was returned for evaluation. The device was visually and microscopically inspected. Inspection of the hub, sheath and tip revealed a kink in the sheath 5cm proximal of the tip. Analysis of the remainder of the device found no other damage or defects. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation. Product analysis could not confirm the reported event, as clinical circumstances could not be replicated.

Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) was selected for use. After atrial appendage angiography and upon flushing and priming the wds for use, the patient blood pressure dropped, and cardiac tamponade was noted. Intracardiac echo (ice) imaging reveled that the patient had a pericardial effusion. The procedure was aborted, and a pericardial tap was completed to treat the effusion. The patient was discharged with no further complications.

Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) was selected for use. After atrial appendage angiography and upon flushing and priming the wds for use, the patient's blood pressure dropped, and cardiac tamponade was noted. Intracardiac echo (ice) imaging reveled that the patient had a pericardial effusion. The procedure was aborted, and a pericardial tap was completed to treat the effusion. The patient was discharged with no further complications.